Event description:
On (B)(6) 2011, a vns treating physician's nurse reported that during the vns patient's clinical visit that day, high impedance was detected. Both a system and a normal mode diagnostics test showed output=limit/lead impedance=high/dcdc=7/neos=no. There was no trauma that the nurse was aware of nor was the patient experiencing any adverse events. The patient's programming history was reviewed and the last system diagnostics on (B)(6) 2010, showed output=ok/lead impedance=ok/dcdc=1/eri=no. A battery life calculation was performed with the programming history available which showed negative years until eri=yes. Good faith attempts for additional information from the physician have been made but no further information has been received to date. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(6) 2012, when the physician's office reported that the vns patient was also experiencing an increase in seizures. Although surgery is likely, it has not yet occurred. Good faith attempts for additional information were made, but no further information was received.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Adverse event or product problem, corrected data: the supplemental report #1 inadvertently did not check 'adverse event' for the report of increased seizures. Outcomes attributed to adverse event, corrected data: the supplemental report #1 inadvertently did not check the intervention for the report of increased seizures.

Event description:
The patient underwent generator replacement on (B)(6) 2016. The lead was not replaced. High impedance of 9452 ohms was detected upon implantation of the new generator. No further surgical interventions have occurred to date. With the new generator, the physician reports some efficacy. No additional relevant information has been received to date.